Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated the patient suffered serious bodily injuries including but not limited to foreign body reaction, erosion, dyspareunia, infections, incontinence, pain and other injuries.